Event description:
The customer reported being hospitalized for hyperglycemia. The blood glucose reading was 360 mg/dl. The customer stated that the insulin pump alarmed motor error and no delivery alarm prior to the event. Troubleshooting was performed and the programming was correct. However, the daily totals do not match the basal rates and the bolus history. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.